Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to the first of three captivator cold single-use snare used during the same procedure. Refer to manufacturer report # 3005099803-2023-07102, 3005099803-2023-07104 and 3005099803-2023-07104 for the associated device information. It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, the physician attempted to remove the target polyp, however, the snare loop would not cut through. The procedure was completed with a similar captivator cold single-use snare. There were no patient complications reported as a result of this event.